Event description:
The block eclipse homepump labeling and instructions do not clearly alert the provider that underfilled pumps infuse at a higher rate than stated on the pump. The info for the healthcare provider on the info sheet does not mention the approx. Delivery time chart on the bottom of the page. The package label only states a flow rate and volume capacity. A pt received 6 gms of cytarabine in 200 ml ns over 1 hr 15 min from an e40100 homepump with a labeled rate of 100 ml/hr. Dose was prepared approx 3 hrs before infusion.